Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was evaluated and found to meet specification. The customer provided an outdated model for the guide design.

Event description:
It was reported that a surgiguide did not properly fit in a patient's mouth. The dental implant placement surgery has been delayed.